Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced momentary blackout. The issue occurred during preparation for use in an unspecified procedure. A similar device was used to complete the procedure. There was no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint of no image on oev262h monitor was confirmed. Based on the results of the investigation, it is likely the installation failure of the serial digital interface led to the malfunction. However, a definite root cause could not be determined. The event can be prevented by following the instructions for use which state: 3.1 precautions for installation and connection properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.